Manufacturer narrative:
Concomitant medical products: 4671 lead, implanted: (B)(6) 2017; 4470 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had lower than expected r-wave measurements within 1.5 months of implant. During the revision procedure, the helix would not extend after the lead was repositioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.